Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on (B)(6) 2022. The procedure was performed under general anesthesia and fiducials were placed transperineally prior to the spaceoar implant. Since placement, the patient was experiencing rectal pain and discomfort, loose, watery stools, and rectal incontinence. Upon review of imaging, it was determined rectal wall infiltration occurred. It was noted all of the hydrogel was in the anterior rectal wall. Also, in the 11 o'clock area, it appeared the hydrogel moved very close to the mucosa. The original plan was for 7920cgy in 44 conventional fractions; however, the physician now planned to wait another three weeks and do a scope to look at the mucosa to make sure there was no ulceration in the anterior rectal wall. If the patient's rectum is healthy after waiting three weeks, then treatment will begin.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.